Manufacturer narrative:
The cc has been updated to correct target vessel to proximal right internal carotid artery (r5), not the proximal left internal carotid as originally reported. This (B) (4) study patient underwent carotid stent implantation and suffered an in-stent thrombosis, stroke, and approximately two weeks post index procedure, the patient expired. The patient is a (B) (6) male. The patient has medical history including hyperlipidemia, severe aortic / mitral valve disease, CABG (coronary artery bypass grafting), diabetes mellitus, coronary artery disease, and bilateral carotid artery disease and post radiation therapy. The target lesion was the proximal right internal carotid artery. The vessel was ulcerated and calcification was severe. Tortuousity of the vessel was mild. The rate of stenosis was 80%. The total length of the lesion was 20cm. An angioguard distal protection device was positioned distal to the lesion. The lesion was pre-dilated. A precise stent was successfully placed at the lesion. There was no malfunction with the stent. The filter basket was removed. Upon inspection of the filter basket, there was no debris found in the basket. The procedure was completed. There was no neurological deficit when the patient was taken from the angio suite. The patient was discharged the day after the procedure. Approximately two weeks following stenting procedure, the patient expired. The cause of death was listed as congestive heart failure (chf). Additional information received states that the patient was admitted to the hospital with severe respiratory problems and chf. Although the vasculature was not visualized, it was assumed that the patient then suffered bilateral carotid occlusions, which caused a stroke. The physician believes that the chf caused the other events. The (B) (4) adjudication committee determined that in-stent restenosis contributed to the stroke and then, the patient¿s subsequent death. The stent remains implanted thus, unavailable for analysis. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. In-stent thrombosis and stroke are known potential adverse events associated with the carotid stent implantation procedure and are listed as such in the IFU (instructions for use). The (B) (4) study adjudication committee determined the in-stent thrombosis lead to the stroke and then to the patient¿s unfortunate death. This patient also had an extensive medical history that may have contributed to the cascade of events that lead to his demise. Valvular heart disease predisposes the patient to heart muscle fatigue, fluid imbalance and congestive heart failure. The patient¿s coronary artery disease may have contributed to heart muscle fatigue and the development of congestive heart failure. There is no evidence to suggest there were any manufacturing issues that contributed to the reported event.

Manufacturer narrative:
The product is not available for eval and testing. Add'l info to be submitted 30 days upon receipt.

Event description:
Approx two weeks following a carotid stenting procedure, the pt expired. The cause of death is unk. It was noted that the pt was admitted to the hospital with cardiac problems and there may have been a neurological event associated. The pt is a male who was enrolled in the study. The target lesion was the proximal left internal carotid artery. The vessel was ulcerated and calcification was severe. Tortuousity of the vessel was mild. The rate of stenosis was 80%. The total length of the lesion was 20cm. An angioguard distal protection device was positioned distal to the lesion. The lesion was pre-dilated. A precise stent was successfully placed at the lesion. There was no malfunction with the stent. The filter basked was removed. Upon inspection of the filter basket, there was no debris found in the basket. The procedure was completed. There was no neurological deficit when the pt was taken from the angio suite. The pt was discharged the day after the procedure. Two weeks later, it was noted that the pt had expired. The pt was admitted with cardiac problems. The cause of death is unk. Please note that multiple attempts to gather add'l info have been made and have been unsuccessful.